Manufacturer narrative:
Batch review performed on 18 november 2020. Lot 2001309: (B)(4) items manufactured and released on (B)(4) 2020. Expiration date: 2025-04-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Other device involved in he event. Ball heads: mectacer 01.29.214 biolox delta ceramic ball head 12/14 ø 40 size l + 4 (k112115) batch review performed on 18 november 2020. Lot 2001878: (B)(4) items manufactured and released on (B)(4) 2020. Expiration date: 2025-06-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner 12 days after primary. The surgery was completed successfully.